Manufacturer narrative:
(B)(4). (Root cause cannot be determined limited information). Failure to follow instructions (stent not inspected prior to use).

Event description:
The physician was treating a lesion with an endeavor sprint over the wire (otw) drug-eluting stent. The lesion was non-tortuous with little calcification. The physician attempted to deploy the stent in the vessel and it was noted that the stent was not on the balloon. The stent was found outside the patient. Another endeavor sprint was used to treat the lesion. There was no patient injury. There was no issues noted during removal from hoop and protective sheath was present when device was removed from hoop. The stent was not inspected after removal of the protective sheath. Evaluation summary: the stent was not returned with the device. The balloon had been inflated. Crimp impressions were evident along the balloon.